Event description:
It was reported that an asymptomatic patient presented in clinic for a follow up. The implantable cardioverter defibrillator exhibited post paced t wave oversensing on the right ventricular lead. The patient did not receive any therapy during the oversensing. The device was reprogrammed and the issue was resolved.